Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) old male patient weighing (B)(6). During the procedure, the stent was unable to be deployed as the guidewire was stuck inside the guide catheter. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was kinked close to the proximal end. The suture hole at the distal end of the push catheter was torn. The guide catheter was stretched and broken close to the proximal end. The distal end of the guide catheter had a kink/bend (suture impression). There was no guidewire returned for evaluation therefore it could not be confirmed if the guidewire was stuck inside the guide catheter. The suture was intact (unbroken) at the distal end of the push catheter. There was no damage on the stent or the suture. The broken proximal piece of the guide catheter with the hub and the touhy borst at the proximal end of the push catheter were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.